Event description:
It was reported during withdrawal of this guidewire, following a contralateral angioplasty procedure, a portion of the coating from the guidewire detached and embolized in the pt's left popliteal artery. Attempts to retrieve the detached segment were unsuccessful. The detached segment migrated distally to the peroneal artery and the artery occluded. It was indicated leg amputation is anticipated, however, not due to this event. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's attempts to get further details with regards to the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. With further details about the event and without evaluating the device, co is unable to determine the cause for this event.